Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified one curved opening, flat creases and wear abrasion. A microscopic analysis and leak test were performed which identified two curved openings striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is two openings striated in the side anterior/radius assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side deflation. Device has been explanted.